Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal 500 mcg/ml; 113.77 mcg/day via an implantable pump. Indication for use was intractable spasticity, multiple sclerosis, and other spasticity. The date of the event was (B)(6) 2017. It was reported the pump was alarming due to being empty. The patient presented to the office. The pump was past the low reservoir alarm date. The patient missed a refill due to a scheduling error. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). On (B)(6) 2017 the patient was assessed. The patient did not have an adverse reaction to no medication. The pump was filled with 10 cc of normal saline and then 10 cc of normal saline was removed. Then a medication fill occurred. The empty pump has been resolved. The patient¿s weight at the time of the event was (B)(6) pounds. Medical history includes spastic quadriplegia, multiple sclerosis, sirs, legionella, neurogenic bladder, dysphagia, osteoporosis, and hptn.